Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: model number" should have been left blank in earlier report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. As a result, surgery occurred during which the ipg was explanted and replaced. Post-operatively, therapy was restored.